Event description:
Revision surgery - due to patient fell.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2020-00805 ;400-04-360, s809 - trauma, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.